Event description:
The account alleged the head section would not rise while raising the bed hi/low with weight on the surface.

Manufacturer narrative:
The technician found the manifold had debris in the fluid, causing the hydraulic system to not work correctly. The technician replaced the hydraulic manifold to correct issue.